Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No pump error 53 was noted during testing; however, pump error 53 is found in the insulin pump history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had software error alarm. Customer's blood glucose level was 152 mg/dl. Customer reported that the self test was failed. The insulin pump will be returned for analysis.